Manufacturer narrative:
All available information was investigated, and the reported leak / splash (loss of fluid column during procedure) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported leak / splash (loss of fluid column during procedure) could not be determined. A cause of the observed torn hemostasis valve also could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 4+ with enlarged atrium. The steerable guide catheter (sgc) was advanced to the left atrium with no reported issue. During insertion of the clip delivery system (cds) into the sgc, the clip introducer could not be introduced into the hemostasis valve. At this point, a loss of fluid column was observed, and air was introduced in the device. Additional aspiration was needed. The sgc was removed and a replacement sgc was used. The procedure was continued with the same cds being used to implant the clip, reducing mr to grade 1-2. The patient is reported to be stable. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.